Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported that the blue flexible stiffening cannula was inadvertently left in an ultrathane mac-loc locking loop biliary drainage catheter during a routine biliary drain exchange for an unknown patient. Two weeks after the catheter was placed, it was noted that the drainage catheter was not draining properly. At this time, the blue stiffening cannula was found in the drain. As result, an additional procedure was required to replace the catheter. The complaint device was removed and discarded. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), and instructions for use (IFU) for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot did not reveal any related quality control discrepancies. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The instructions for use [t_multi2_rev1] supplied with the complaint device were reviewed for information related to reported failure mode. Per the IFU: ¿instructions for use. Catheter placement: 1. Under fluoroscopic control, perform standard techniques for placement of percutaneous drainage catheters, either by seldinger access or trocar access. 2. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to form its configuration. 3. For locking loop catheters, lock the catheter in place using appropriate technique for the locking mechanism type, as described below.¿ based on the information provided, no device return, and the results of the investigation, cook medical determined that the event resulted from an unintended use error. A review of the supplied instructions for use (IFU) confirmed that it provides directions to remove the stiffener upon completion of catheter placement. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the blue flexible stiffening cannula was inadvertently left in an ultrathane mac-loc locking loop biliary drainage catheter during a routine biliary drain exchange for an unknown patient. This was not discovered until two weeks after implantation when it was noted that the drainage catheter was not draining properly. It was reported in additional information provided 15feb2026, that there was no malfunction of the device. However, the drainage catheter required replacement two weeks after placement; thus, prompting this report. The device was removed and discarded. No other adverse effects were reported for this incident.

Manufacturer narrative:
D2a: additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product codes: gbo; lje. E1: phone number: (B)(6). H3: the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.